Event description:
It was reported that the surgeon's handheld computer programming system is no longer holding a charge. The physician requested a replacement. The faulty handheld computer and associated software have been returned and are currently undergoing analysis. No adverse events have been reported as a result of the issue.

Event description:
Analysis of the returned handheld and computer has been completed. An inadequate solder connection between the battery terminal and the main pcb was observed that resulted in unreliable charging of the battery. Once the connection was resoldered, the handheld computer performed to specifications. No issues were observed with the software.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.